Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/18/2017 with the following findings: on investigation, the pump powered on with a fully illuminated, clear and legible display without any evidence of "white screen." Investigation did not duplicate the complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a display (display issue) issue. It was reported that the display screen became white. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.